Event description:
It was reported that following an activity the patient had a ¿pretty bad fall¿ where the patient fell face down on a hardwood floor and had to go to the ER (emergency room). The patient had been to the ER (emergency room) 6 times since the fall. The patient had since been to neurologists and cardiologists, had bloodwork done, therapy and they still did not know what was causing the symptoms. They have done some imaging but hadn¿t done an MRI since the fall. The reporter was going to contact the healthcare provider to discuss other options to check the pump and/or catheter. The patient was experiencing numbness and tingling in their arms, hands, legs and feet and per the reporter the patient was now bedridden and using a walker. Since the fall the patient didn¿t ¿feel like he¿s getting the full amount¿ of medication. The pump was refilled on (B)(6) and per the reporter the pump has not alarmed to her knowledge. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the fall was due to the patient losing balance. It is unknown if the pump therapy contributed to the fall. It is also unknown if the pump therapy contributed to the symptoms in any way. A "t-l" MRI and x-rays were performed to mitigate or resolve the event. No catheter tip granuloma was found. However, l1l2 stenosis was found on the MRI, 8.6mm. The patient had not recovered, as the symptoms/issue was ongoing. The drugs delivered via the device system were bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11046r65, implanted:(B)(6) 2002, product type: catheter. (B)(4).